Event description:
The customer requested a voltage testing procedure for the vh-3010 power supply. The power supplies were given to the biomedical engineer who stated that the physician assistant indicated that on the recent vh-3000 & vh 4000 procedure that it was not sealing properly.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).